Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Analysis found that the device would not communicate due to a low battery voltage. After powering the device using a power supply, the device was re-interrogated and found to be in hwvvi mode due to a power-on reset. The battery was returned to the vendor for further evaluation. The cause for the battery depletion could not be determined.